Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted and the patient had recovered without sequelae.